Event description:
It was reported that during a hepatectomy procedure, the device would not cut and would not coagulate. The scissor functioned with a strange noise (no error code). Finally a stroke went out the blade tip. They used another like device to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device the generator gave an error code 5. No abnormal noise was noted. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."